Event description:
Gesco system leaking at stopcock. Bedside nurse noticed the stopcock leaking. She clamped the peritoneal dialysis(pd) catheter and tried to troubleshoot the problem. She noticed that the stopcock appeared loose, so she attempted to "fix" it when it broke off. The dialysis nurse was notified and she returned to the hospital to hang a new gesco system. No patient harm.